Event description:
An abstract titled "x-stop: time to improvement as an indicator of failure", reported that a total of 24 pts (10 female, 14 male) underwent insertion of x-stop. As a result, the following events were reported: five pts who underwent insertion of the x-stop device were considered to have failed. No further pts worsened during the study period. One out of these 5 pts underwent a laminectomy and fusion with complete relief of symptoms. Four out of these 5 continued to suffer from their preoperative symptoms over the long-term (>6 months). Additionally, 3 of these 5 pts had what the authors considered as "poor indications for x-stop." No add'l info was provided regarding these 5 pts. It was also noted in the abstract that "those pts with displaced implants and/or fractured spinous processes were excluded from the study." There were no further details regarding these events listed in the abstract.

Manufacturer narrative:
Report source: abstract titled: "x-stop: time to improvement as an indicator of failure", by girish k. Hiremath, md; robert mclain, md; michael p. Steinmetz, md. Device not returned, internal review of literature.